Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited no capture. Fluoroscopy revealed the lv lead had dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.